Event description:
It was reported that while unpacking, the balloon separated from the shaft. While removing the 20mm x 3.00mm apex monorail balloon catheter from its package, the balloon separated from the catheter's shaft. The device never entered the patient and they completed the case with another of the same device.

Event description:
It was reported that while unpacking, the balloon separated from the shaft. While removing the 20mm x 3.00mm apex monorail balloon catheter from its package, the balloon separated from the catheter's shaft. The device never entered the patient and they completed the case with another of the same device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: device analysis determined that the balloon had not detached from the device, it was noted that a break had occurred in the wire lumen. A visual examination of the returned device found that the distal extrusion was severely stretched and kinked. This stretching extended from the midshaft to the tip section of the device. An examination of the wire lumen / inner lumen found that it was stretched and broken. The break occurred at 18.5cm distal to the port site. As the break occurred in the inner shaft, the device remained intact, as the broken inner was secured inside the outer extrusion. It is noted that both the break and the severe stretching that was present in the device, is consistent with excessive tensile force having been applied to the shaft. An examination of the balloon section of the device found no anomalies. The balloon was fully bonded onto the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).